Manufacturer narrative:
Batch review no devices lot have been received, nor other additional information about the case. A follow up will be performed if more info about the incident will be available. Other devices involved reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) reverse shoulder system 04.01.0155 glenoid baseplate - ø27x25 (k170452) reverse shoulder system 04.01.0173 glenosphere - ø39x27 (k170452) 2x reverse shoulder system 04.01.0162 glenoid polyaxial locking screw - l34 (k170452) infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 7 months after primary, the patient has been revised due to infection. Surgery completed successfully. All shoulder devices revised.

Manufacturer narrative:
Batch review performed on 20-may-2025 15 items manufactured and released on 12-oct-2020. Expiration date: 01-oct-2025. No anomalies found related to the problem. To date, 12 items of the same lot have been sold with no similar reported event during the period of review. Other devices involved reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot. 2240211. Batch review performed on 20-may-2025. (B)(4) items manufactured and released on 28-feb-2023. Expiration date: 07-feb-2028. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot. 2243888 batch review performed on 20-may-2025 90 items manufactured and released on 06-feb-2023. Expiration date: 22-jan-2028. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0155 glenoid baseplate - ø27x25 (k170452) lot 2242350 batch review performed on 20-may-2025 (B)(4) items manufactured and released on 13-mar-2023. Expiration date: 22-feb-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0173 glenosphere - ø39x27 (k170452) lot 2242330 batch review performed on 20-may-2025 (B)(4) items manufactured and released on 09-dec-2022. Expiration date: 24-nov-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. 2x reverse shoulder system 04.01.0162 glenoid polyaxial locking screw - l34 (k170452) lot 2244675 batch review performed on 20-may-2025 (B)(4) items manufactured and released on 16-dec-2022. Expiration date: 01-dec-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. The two screws are involved in this case.